Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, upon release, the valve gradually migrated down towards the ventricle, resulting in severe central aortic regurgitation and severe paravalvular leak (pvl). Two snares were used on the two paddles of the valve to pull it up, however the traction resulted in the valve dislodging. The valve remained mobile within the aorta. A balloon aortic valvuloplasty (bav) was performed using a 28 millimeter (mm) balloon in an attempt to move the valve to the level of the aortic arch. The valve was stabilized through a stent introduced by the radial artery, which was positioned on the right subclavian ostium inside one of the cells present in the outflow tract of the valve. The procedure took approximately four hours, and a significant amount of contrast medium used. It was reported that the patient's kidney condition was monitored. Of note, it was reported that the patient had kinking in the descending aorta. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. The image review showed that the event reported was off label use of the medtronic evolut platform. Pure aortic insufficiency is not indicated for use. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Per the device instructions for use (IFU), pure aortic insufficiency (no stenosis) is not an indication for use. Thus, the use of this valve in a non-stenotic valve was a likely contributing cause and is a user-related issue. Dislodge events are typically not related to a device malfunction. Paravalvular leak (pvl) and regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A conclusive cause could not be determined from the limited information available, but the valve dislodgement was a likely contributing cause. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.